Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving inappropriate hv therapy for atrial fibrillation with rapid ventricular response when the rhythm progress into the vf zone. Programming changes were recommended. No further information is available.